Manufacturer narrative:
Device was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify lines on display, partial display or missing segments due to blank display. Device was also received with the serial number label stained and faded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a white flashing display with black lines. The customer stated they were not able to operate the pump properly. No harm requiring medical intervention was reported. Troubleshooting was not completed. The insulin pump will be returned for analysis.